Event description:
A 57-yr-old white male who is paraplegic presented to ER awake but lethargic. Physician ordered a foley catheter to be put in. A 16f 5cc foley catheter tray was obtained, pt prepped and catheter balloon was checked prior to insertion by instilling a few cc's of saline and withdrawing. The balloon appeared to function properly. The catheter was inserted into the pt almost the entire length of the catheter. No urine return, so 2 cc's of saline was injected into the balloon port. The catheter could not be advanced or removed without much friction. The physician was called and could not get the balloon deflated. The balloon port was cut off with no results and then the entire catheter was cut in two with no deflation of the balloon. The physician then removed the catheter with the balloon inflated. Minor bleeding resulted.